Manufacturer narrative:
This incident is being recorded under (B)(4). E1: telephone: (B)(6). G2: foreign: australia. Once investigation is complete a supplemental/final report will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device was not cutting properly. It is unknown if there was any patient impact or surgical delay. Diligence is complete as no additional information was noted.